Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 20fr was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure outside the patient, when the physician placed the external bolster onto the peg tube, the forceps broke. The procedure was completed with this peg device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 20fr was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure outside the patient, when the physician placed the external bolster onto the peg tube, the forceps broke. The procedure was completed with this peg device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed that one of the clamping arms of the hemostat was found to be broken at the base. The broken ends were observed under a microscope and no voids or defects that could have caused the breakage were found. The condition of the returned device was consistent with the complaint that the hemostats were broken. The most likely cause of this complaint is that the force applied to the hemostat during use was enough to cause the arm to break. There were no defects found with the hemostat that would have caused or contributed to the breakage. Due to anatomical/procedural factors encountered during the procedure performance was limited, therefore the most probable roor cause is operational context. A device history review (DHR) was performed and there were no non-conforming events or any deviations identified. The DHR review confirms that the accepted device met all manufacturing specifications. A lot history search was performed and found no other complaints against lot number 15675762.